Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) from a user facility reported a burnt power plug cord in the 2008t machine. Additional follow-up was made with the user facility clinic manager, who stated the burnt power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The clinic manager stated the prongs on the male end of the plug appeared burnt. The clinic manager confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The clinic manager confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The clinic manager stated the replacement power cord was received and was being replaced, and the machine was to be placed back in service once replaced.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer to date for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) from a user facility reported a burnt power plug cord in the 2008t machine. Additional follow-up was made with the user facility clinic manager, who stated the burnt power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The clinic manager stated the prongs on the male end of the plug appeared burnt. The clinic manager confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The clinic manager confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The clinic manager stated the replacement power cord was received and was being replaced, and the machine was to be placed back in service once replaced.